Event description:
It was reported that the patient presented for a routine in clinic visit. It was noted that high voltage lead impedance out of range measurements had been recorded. The trends were stable chronically but were just below the upper limit. No changes were made. The patient was to be monitored with in clinic checks.